Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the lancet does not fully penetrate on his onetouch delica lancing device. On (B)(6) 2012, the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. A week after the alleged issue, the patient claims he had a symptom of blurry eyes. It is not known if the patient obtained a blood glucose result at that time or how the patient treated his reported symptom at that time. On (B)(6) 2011, the patient reportedly visited his physician's office. The patient tested his blood glucose on the physician's meter; however, did not specify results obtained. No additional treatment was specified. At the time of troubleshooting, the cca noted the correct lancets were being used and there was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed a symptom suggestive of a serious injury after not being able to test due to a broken lancing device.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/11/2012)-device evaluation: the lancing device involved with this complaint has been returned on 7/20/2012 and evaluated by product analysis (pa) on 8/17/2012 with the following findings: the lancing device passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.